Event description:
Pt's mom called in and said that her son, pt: (B) (6), fell out of his standing wheelchair (model: hps-2, (B) (4)), and hit his head.

Manufacturer narrative:
Device was returned to our facility on 06/12/2008. Device was inspected. Recreation of event on (B) (6) 2008 at device mfg facility. Upon investigation, it was noted that the set screw on the arm swivel housing, which is loctited, the loctite does not adhere properly once arm assembly is installed with grease. Device was replaced with new arm assembly. Corrective action was generated from investigation. Device was returned to pt (B) (6) in (B) (6) 2008, where he was able to continue use of the chair. Issue was resolved.